Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found no evidence of physical damage. During the functional testing, the pump seemed to function as intended. During a review of the event history, numerous "travel course" errors were found. To eliminate the possibility of any future errors with infusion, the pumps stepper motor, clutches, worm coupling, and clutch spring were replaced. The pump passed all performance verification testing and is in good working condition. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device was not pumping. There was no patient involvement, no patient harm/adverse event reported, and no delay of therapy.